Event description:
It was reported that a ventilator's display was going blank and the status lights were blinking on and off. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse found the ventilator was rendered inoperable. The cse replaced the power supply, which resolved the reported issue. The ventilator passed calibrations, short self tests (sst), extended self tests (est) and performance verification testing according to the manufacturer's specifications at time of service.